Event description:
My child is a type 1 diabetic who uses dexcom g7 cgms. On (B)(6) 2025 at approx 11:30pm, a new cgm was applied to the outer thigh. It started as expected. Within 30 minutes it started alerting low blood sugar repeatedly. Shortly before 4am (B)(6) 2025, we applied a new sensor to the back of the upper arm. Same issue. We had 18 low or critical low blood sugar alters between 11:30pm and 11:30am the next morning. Only one could have been compression. We also did 10 meter readings during this period. None of them were low. The battery on the blood glucose meter was changed (B)(6) 2025. Both g7 cgm used between 11:30pm (B)(6) 2025 and 11:30am (B)(6) were from the same manufacturing lot. The g7s applied before and after the specified period were not from the same manufacturing lot and worked normally. Blood glucose meter readings during (B)(6) 2025 11:56pm through (B)(6) 10:55am: (B)(6), 11:56pm: 81mgdl (B)(6), 12:23am: 131mgdl (B)(6), 2:30am: 123mgdl (B)(6), 3:22am: 100mgdl (B)(6), 4:26am: 101mgdl (B)(6), 7:25am: 150mgdl (B)(6), 8:07am: 137mgdl (B)(6), 8:34am: 128mgdl (B)(6), 10:28am: 116mgdl (B)(6), 10:55am: 127mgdl cgm data copied out of dexcom clarity for same period: time, device, event details: insulin units glucose 8:16 pm cgm, alert low: 78 mg/dl; 12:32 pm cgm alert high: 253 mg/dl; 12:01 pm cgm alert high: 282 mg/dl; 11:39 am cgm, note: new sensor: 205 mg/dl 10:42 am cgm calibration 116 mg/dl, 10:42 am cgm, note: not compression. Bad sensor #2. Low 10:40 am cgm alert urgent low, low 10:15 am cgm alert urgent low: 50 mg/dl 10:05 am cgm alert low: 61 mg/dl 9:55 am cgm alert urgent low: 54 mg/dl 9:35 am cgm alert low: 64 mg/dl 9:20 am cgm alert low: 74 mg/dl 8:47 am cgm blood glucose 120 mg/dl: low 8:47 am cgm, note: not compression: low 8:45 am cgm alert urgent low, low 8:08 am cgm alert urgent low, low 7:38 am cgm blood glucose 150 mg/dl, low 7:38 am cgm, note: compression: low 7:35 am cgm alert urgent low, low 7:30 am cgm alert low: 67 mg/dl 4:25 am cgm alert low: 75 mg/dl 3:42 am cgm alert urgent low, low 3:40 am cgm note failed cgm. No lows. Low 3:27 am cgm alert urgent low: 48 mg/dl 2:37 am cgm alert urgent low: 49 mg/dl 2:32 am cgm alert low: 67 mg/dl 12:37 am cgm alert low: 56 mg/dl 12:32 am cgm alert urgent low: 49 mg/dl 12:22 am cgm alert low: 71 mg/dl. Ref report: mw5167990.